Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgery took place for a lumber spine hernia at the l5/s region of the patient. During the surgery, each tip thread of the retaining sleeves broke. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient data is unavailable and unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and was not implanted, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.